Event description:
Additional information was received from a healthcare provider (hcp). The patient's pump had reached end of service (eos). They planned on programming the pump so the alarms would discontinue. Filling the pump with saline was being considered. On (B)(6) 2016, an alternate hcp reported that a physician had performed a side port access and was unable to withdrawal cerebral spinal fluid or medication. The patient was placed on oral baclofen and was referred to a neurosurgeon for consult to replace the pump and catheter. The cause of the inability to aspirate the catheter was noted as being unknown. The inability to aspirate the catheter had not been resolved.

Manufacturer narrative:
Other applicable components are: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2009, product type: catheter.

Event description:
Information was received from a healthcare professional in regard to a patient receiving lioresal 2,000 mcg/ml at 175.5 mcg/day via an implantable infusion pump. The lot number was ds0083, expiration 10/2017. The old drug previously in the pump was indicated as lioresal 2 ,000 mcg/ml at 667 mcg/day (lot number ds0080, expiration 10/2017). The indication for use (IFU) was listed as intractable spasticity and cerebral palsy. It was reported that the physician was not able to aspirate only a few drops from the catheter. The issue diagnosed was noted as a catheter assess port (cap) aspiration. The patient was placed on oral medication following the procedure. The patient's mother decided not to have the pump replaced since the patient is doing so well on oral baclofen. No patient symptoms reported. The event date was reported as (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.